Event description:
It was reported that during the implant procedure, dislodgement of the right ventricular (rv) observed. The dislodgement was suspected to be due to lead placement. Additionally, pericardial effusion was noted suspected to be due to cardiac perforation. The rv lead was successfully repositioned to resolve the event. The patient was in stable condition.